Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range shock impedance on the right ventricular (rv) lead. Technical services (ts) was consulted and noted the shock impedance was quite stable around 90 ohms during the last year and recently two out-of-range measurements in jumpy situation were recorded. In the arrhythmia logbook there are no noises registered. Ts also noted the thoracic impedance trend shows a gradual increase in the last month. It was recommended to check if there were any changes in patient medications that could affect body liquid and therefore measurements. In-clinic troubleshooting was also advised. At this time, the manufacturer of the rv lead has not been reported. No adverse patient effects were reported. This crt-d remains in service.